Event description:
The customer reported the ventilator shut down and alarmed during use on a patient. The customer reported there was no patient harm. The customer has quarantined the device per facility protocol and has allowed no service to date.

Manufacturer narrative:
Device unavailable from customer.